Manufacturer narrative:
Findings: pump received with intermittent button response due to corroded keypad traces. No button error alarm during testing. No moisture damage found on the electronics, motor, battery tube and vibrator assembly noted during visual inspection. Pump received with cracked reservoir tube lip, case cracked at the display window corner, minor scratched lcd window, and scratched reservoir tube window. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer's mother reported via phone call indicating that the insulin pump had moisture damage. Customer's blood glucose was unknown mg/dl. The customer reported that the device was exposed to rain water. The customer reported that she got caught in the rain. The customer doesn't have battery in the device at this time. The button error alarm is present in history at or around the time that the device was exposed to moisture. The customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced. The customer's mother declined troubleshooting for the button error and the keypad issues.